Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to an infection or erosion. No complications were noted.

Event description:
New information notes that on (B)(6) 2016 the patient was admitted with sepsis and ICD vegetation. Patient was treated with medication. The device and lead were later explanted on (B)(6) 2016 and the patient was discharged with life vest. A new system was implanted on (B)(6) 2016.

Manufacturer narrative:
Analysis was normal. No anomalies were found.